Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of a left and right common femoral artery (multi-access site) using the pre-close technique prior to an interventional endovascular aneurysm repair (evar) procedure. There was resistance depressing the plunger of 6 prostyle devices. Out of the 6 devices, three of them experienced a suture break at knot advancement, while the other three experienced a suture break during plunger withdrawal. Hemostasis was achieved with a new prostyle device. There were no reported adverse patient effects. No additional information was provided.